Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. Top case is cracked by tube holder. Check clutch/ plunger sensor error was found in pump event history log. Reported problem was able to be duplicated during flow tests. The root cause of the reported issue was normal wear. Pump is over 10 years old. Actions were taken to mitigate the reported issue: replaced clutch half's left and right, also leadscrew and spring as a preventative measure. UDI information is unknown.

Event description:
It was reported that the device was presenting with plunger sensor error. No patient injury was reported.